Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please clarify if the suture broke or the needle pull of the suture.=>needle broke. 2. Please clarify if there were consequences for the patient.=>no 3. Please provide lot number =>unk to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lobectomy procedure on an unknown date and suture was used. During a right upper lobectomy, the piece fell into the abdominal cavity, but it could retrieve, so it was no bad effect to the patient. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.